Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years and 10 months. Section h3: the pump and a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that interrogation of the system controller history revealed low flow and pump stop alarms. The event occurred again in the clinic; however, no audible alarms were heard. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed a pump stoppage on (B)(6) 2017 while the lvad was connected to the power module. X-ray images revealed a suspect area a few inches from a previously placed clamshell repair. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the replacement the lvad system was connected to a grounded power module patient cable. On 05/23/2017, it was reported that an additional pump stoppage occurred while the lvad system was connected to the power module. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The replaced external portion of the percutaneous lead and the explanted pump were returned for evaluation. The report of pump stoppage events was confirmed based on the evaluation of the submitted log file. The log file captured multiple low speed and two pump stoppages while the patient was supported with the power module and patient cable. Based on our complaint history and similarly reported events, the data captured in the log files is potentially consistent with a compromised wire in the patient's percutaneous lead; however, a specific cause for the alarms could not be conclusively determined through the evaluation of the returned external portion of the percutaneous lead and explanted pump. Approximately 11.5 inches of the external portion/distal end of the percutaneous lead (lead) was returned. A clamshell repair had been previously applied. Continuity and hipot testing were performed on the 11.5 inch portion of lead, which did not identify any breaches to the wires that would have resulted in the reported event. The pump was returned with the percutaneous lead (lead) severed less than 1 inch from the pump housing and an 8 inch portion of the severed lead was returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Electrical continuity tests of both portions of lead were conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead portions. The shielding and bionate from both portions of lead were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portions of lead were submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. A specific cause for the low speed and reported pump stoppage events could not be conclusively determined as the entirety of the patient¿s percutaneous lead was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.